Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was exacerbating a patient's pre-existing psoriasis. The patient reported that the irritation was bleeding. The patient's dermatologist prescribed the patient an unknown ointment. During a follow-up the patient reported that the irritation had improved.